Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer experienced error c-34 on the integrated electro surgical unit (iesu). It was noted that the technical service engineer (tse) found errors c-34 and c-92 on live logs. The customer mentioned that they attempted to reseat the energy cords prior to calling in for support. The tse recommended for the customer to power cycle the iesu however there was no change. The tse asked the caller to confirm if there was anything with a large magnet in the room such as a CT, however the customer stated there was not. The tse suggested to use a force triad generator, however the customer was uncertain if they were equipped with one therefore the customer stated they would try using new energy cables. The customer additionally reported the c-34 error message returned with different energy cables and instruments in both monopolar ports. The tse guided the customer in disconnecting the external foot pedals and cycling the iesu. When the monopolar energy was selected the issue returned. The customer was unaware if they had a force triad generator although it was confirmed they had a separate vision tower that was not in use. The tse walked the customer through power cycling the system and connecting the new tower and were successful in powering on the system. The customer continued with the procedure using the alternate vision side cart (vsc). The procedure was continuing with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse removed and replaced the integrated electro surgical unit (iesu) and the system was tested and verified as ready for use. The iesu was returned to isi and failure analysis was completed. The reported failure was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode.